Event description:
This 48 year old female underwent bilateral augmentation mammoplasty eight years ago. The manufacturer of the implants is unknown to this reporting facility. The patient has developed severe capulia, specifically a baker IV on the left, symptoms of arthritis and joint pain. The implants appeared intact upon gross exam. The left implant's outer lumen had a brownish fluid within it. Microscopic description: both capsules exhibit cicatricial fibrosis and chronic inflammatory changesdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.